Manufacturer narrative:
(B)(4). The sample was not available or received, therefore, no evaluation was completed. A follow-up report will be filed should any significant supplemental information become available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning - letter chi-07-10.

Event description:
A customer contacted baxter to report a return pressure dome burst on a line set for aquarius. This occurred while the nurse was hand cranking the blood back to the patient. There was no patient injury or medical intervention reported.